Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for investigation. P/n 528135 is not being manufactured currently, however, another part number from the same family was use for the verification of failure mode reported in the current manufacturing process and was conducted as follows: 13 staplers were taken from the current production from p/n 528235 visistat 35r 6/box lot# 73j1900180 the staplers were functionally inspected (fired) and issue reported "jamming" was not observed in the current manufacturing process, the staples were loaded and released correctly. The device history review could not be conducted since the lot number was not provided. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time since the sample is not available is not possible to determine the source of the defect reported. The customer complaint cannot be confirmed since the product sample is not available to perform a proper investigation and determine the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that when using the device for the patient the clip pops out without pushing.